Event description:
During implant, an insulation anomaly resulting in low pacing impedance was observed on the right ventricular (rv) lead. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of insulation anomaly and low pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination showed the inner coil was over torqued consistent with procedural damage. Visual inspection of the lead did not find any anomalies except for damage consistent with procedural damage.